Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas corporation alleging that the ok keypad button was sticking. The reporter stated there was a tear between the up arrow button and the down arrow button. The reporter denied any trauma to the pump. The reporter stated that the patient wears the pump attached to the belt with a clip and does not clean the pump. There is no reported adverse event associated with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up' and ok buttons. The keypad was torn and was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons.